Manufacturer narrative:
(B)(4). Date sent: 11/3/2016. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. He following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? This device does not have clips. What was the issue with the clip? Please, explain the meaning of ¿should force the clip to release the tissue that was trapped¿.

Event description:
It was reported that during an unknown procedure, when making a sacral ligament of the uterus the jaws won't open and should force the clip to release the tissue that was trapped. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2016. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? The device had to be forced to open manually. If no: was the device on a vessel/artery when it would not open? They were cutting the uterosacral ligament, not an artery. If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? To finish the procedure they used a new device of enseal. This device does not have clips. What was the issue with the clip? Please, explain the meaning of should force the clip to release the tissue that was trapped.